Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was 40 mg/dl. The customer was treated with food. The customer has been experiencing low blood glucose for past day. The customer also experience low blood after set change. The customer stated that the pump was possible exposure to magnetic clasp. The customer was advised to speak with health care provider regarding low blood glucose. The customer was advised to monitor pump.